Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator was unable to be interrogated and exhibited backup operation. After reprogramming the device, normal function resumed. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.